Manufacturer narrative:
Catalog number and UDI, operator of device and protocol number are unknown. No information has been provided to date. A device history record review could not be performed because a serial number was not provided by the customer. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump frequently alarmed no disposable and hi pressure with both of the patients pumps. The prefilled cassettes are for about one month. The pumps were replaced. No patient injury was reported.